Event description:
Patient called alleging that meter displays an error 1 message when powering the meter on. Pt compared the test strips to the color chart and the reading was close to 350 mg/dl. Confirmation dot is completely blue and the test strip was not inserted more than two minutes after the blood was applied on the test strip. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter.